Event description:
It was reported to the manufacturer that vns patient has experienced an increase in seizures, below pre-vns baseline. Diagnostics revealed high lead impedance for the patient's device. Diagnostics were within normal limits six months ago. There was no report of any patient manipulation or trauma to the device site. Follow-up revealed that patient's device has been revised. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.